Manufacturer narrative:
Clarification to partial date of implant: "2018" was provided.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later, healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later, healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to b3: partial date of 2025 provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later, healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.